Event description:
It was reported that prior to implant, the lead package was opened and it was discovered that the helix had extended while still inside the package. The lead was not used, and a second lead was opened, revealing the same issue. The second lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).